Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for an unspecified treatment procedure, a balloon break occurred. A 15/4.00 flextome mr cutting balloon was being prepped for use when it was noted that the balloon broke when the balloon protector was taken off the device. The device was not used. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
The device was returned for analysis. The device was returned in two sections as a result of a complete balloon detach. The balloon was detached at the distal and proximal balloon bonds. The balloon protector cap was returned over the balloon. Visual examination of the returned device identified hypotube kinks at various locations along the catheter. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. The balloon protector was removed and no damage was noted to the balloon or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for an unspecified treatment procedure, a balloon break occurred. A 15/4.00 flextome mr cutting balloon was being prepped for use when it was noted that the balloon broke when the balloon protector was taken off the device. The device was not used. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for an unspecified treatment procedure, a balloon break occurred. A 15/4.00 flextome mr cutting balloon was being prepped for use when it was noted that the balloon broke when the balloon protector was taken off the device. The device was not used. There were no patient complications reported and the patient's status was fine.